Event description:
The construct dismantled due to slippage of the blocker along the inner canal of the open hook. The open hook completely loosened from the construct. This caused the pt's kyphosis to become more pronounced leading to a revision surgery.